Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the catheter could not be withdrawn normally. The catheter was replaced and the operation was successfully completed. No patient complications have been reported as a result of this event.